Event description:
During troubleshooting of a check patient line alarm that appeared on the home choice (hc) display during initial drain, the caregiver (cg) noticed that there was air in the patient line, after saying there wasn't any before. The technical service representative (tsr) advised the cg to end therapy and start over with new supplies. The cg stated they could not set up the hc and was not trained on how to use manuals. The hc advanced to fill after pressing stop and go and the cg stated that the airs bubbles had disappeared. The tsr explained that the air probably was pushed into the hp. The tsr advised that the hp inform their nurse of the air exposure first thing in the morning. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed and the cause was not determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.